Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported low power output from the laser prior to a procedure. There was no patient involvement.

Manufacturer narrative:
Additional information: the customer reported that the system had low power when using their laser indirect ophthalmoscope (lio), possibly caused by their fiber optic cable prior to the procedure. The company representative was able to resolve the reported event remotely with the customer. The customer ordered a new part for their system. No additional services were requested by the customer. The system was manufactured on september 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).